Event description:
It was reported that pump displayed malfunction code 12 with fault ID 0x2071 and could not be reset, with no notable events occurring before malfunction. There was no adverse impact to the customer's blood glucose level. Customer was informed pump needed replacement, was provided a replacement pump as backup therapy, shipping address was confirmed, and pump was delivered by courier, with no additional information provided regarding return of problematic pump.